Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on (B)(6) 2017 for seal between distal body and distal cap. The device failed the inspection criteria. Return material authorization (B)(4) was created for return for further evaluation. The duodenoscope was received at pentax service facility on (B)(6) 2018 where the inspector found the following failures: operation channel- primary, kinked at end of insertion root. Distal cap - fixed type failed seal integrity inspection. Hole in # 1 remote control button cover. Failed dry leak test. Lightguide prong cover glass set loose. Failed wet leak test. Prism scratched. Leak at # 1 remote control button cover. Fluid invasion not observed in pve connector. Hole in # 2 remote control button cover. Umbilical cable single buckled under pve root brace. Light carrying bundle distal cover glass middle scratched. Customer complaint confirmed. Bending rubber scratched. Image mild shadow. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, and returned to the user on (B)(6) 2018. Parts replaced: o-rings and seals. Air/water tube. Objective prism assy. Operation channel. Bending rubber. Remote control button(1). Distal case/cap. Deflector body link. O-ring(0.5x1.3).